Manufacturer narrative:
Additional information will be provided once the investigation is completed. A similar product with serial number (B)(4) was also implicated in the event.

Event description:
It was reported that 2 different units malfunctioned during surgery. One unit failed to recognize the blade. The other unit shocked the doctor.